Event description:
According to the complaint, a customer reported about a premature infant with a respiratory failure and blood gas analysis, showing a pco2 value of 90 mmhg and a respiratory acidosis with ph of 7,05. After the patient was transferred to neonatal ICU it was not possible to carry out a necessary blood gas analysis on an abl90 flex analyzer((B)(6)) because the abl90 flex analyzer aborted the measurements and shows message "0331".

Manufacturer narrative:
The radiometer investigation of collected data logs has found that the root cause was due to pre-analytical factors. It is not unusual to experience difficulties with aspirating samples from neonates, because of the added risk for clots and error codes. In addition, the use of capillary tubes can also cause errors during aspiration. Prior to five aborted samples the analyzer detects a clot in the inlet. A manual flush failed, it is therefore highly possible that the clot is still present and is affecting the following samples. It is recommended to use clot catcher when aspirating a sample from neonates and enable clot detection on the analyzer, to ensure an undisturbed liquid transport. If consecutive failed aspiration, replace the inlet probe.